Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc. After the evaluation was noticed that thelot number informed on the guarantee form does not correspond to theitem informed on the guarantee form. Therefore, the lot number was notconsidered. Considering the surgical methodology, it was seen that thedentist has selected an implant design which is not recommended for thepatient's bone quality.

Event description:
(B)(4). The dentist reported that 7 months after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, the patient presented bone type ii.